Event description:
It was reported that the patient presented for a follow-up visit at the clinic. Upon interrogation, it was noted that the right atrial (ra) lead exhibited loss of capture and p-wave amplitude variation. A flouroscopy revealed that the ra lead had micro dislodged. The ra lead was explanted and replaced. The patient was stable.